Event description:
I have suffered from spinal stenosis for over 30 years. I am now a (B)(6) male forced into retirement and disability due to new sudden, mysterious, debilitating symptoms. I had my first medtronic morphine infusion pump installed in about 1999 due to chronic pain after a failed discectomy left me with continuous chronic lumbar and sciatic pain. The pump was a godsend for 12 years, and it allowed me to work pain free for the first time in years without the fog oral meds caused. My career blossomed and became very rewarding until (B)(6) 2013 when my whole lumbar spine deteriorated causing intractable pain. Now on my 3rd pump (synchromed ii model 8637-40 (B)(6) 2011), I underwent (B)(6) 2013 surgery for removal of diseased discs from l3, l4, l5, and s1; installation of rods and brackets and fusion from l3-s1. After recovery and returning to work, pain-free, in (B)(6) 2013 I started having bizarre sudden symptoms requiring 3 ER visits in (B)(6). Each episode was similar as follows: thru the night I would have excess urination, buildup of nausea, cold sweats, severe trembling, runny nose, difficulty speaking, build up of pain and most strangely, severe lower weakness and dizziness making walking nearly impossible. At ER I would arrive with bp approx 175/111, vomiting and by now severe pain in lumbar and legs and jerking spasms of back pain. Each time they suspected withdrawal, but pump flow was confirmed with x-ray and dye. Each time, I was treated with injections of morphine, valium, and zofran. Each episode was a little worse and lasted longer, but after 1-3 days I would recover. Everybody was stumped - especially the sudden weakness. A series of mris in (B)(6) 2013 found a 5mm inflammatory mass at my catheter tip at about t11 position. Therefore, immediately started reduction of my morphine flow rate from 6mg/day to zero. By about early (B)(6) 2014 I had switched to saline in my pump and by end (B)(6) 2014 I had ended and withdrawn from all oral morphine. On (B)(6) 2014, after weeks of negligible pain and free of morphine and withdrawal, I had the worst sudden eposide like described above, except the weakness, pain and spasms were the worst ever. This was not withdrawal. The pain was more severe than ever and was not helped at all by the ER injections of morphine and valium. The spasms and pain got worse the first 24 hours in the ER. I was very weak from my neck down. Most devastating were the now frequent spasms (5-15 seconds apart) which felt like a electric jolt in my lumbar causing instant pain flare up in lumber and down my rh sciatic. It was so severe my arms and legs would jerk wildly and my finger tips felt tingly - like electricity. I said did not want to live flailing in pain like that - they finally bumped up my morphine and valium injections and I could sleep. Soon they sent me for mris and concluded nothing had changed since sept 2013 mris. By (B)(6) 2016 am, I was better and sent home on oral morphine, 30 mg each 8 hours, which I have maintained to date. Two neurologists and 2 neuro surgeons cannot explain my strange symptoms, which now appear to not be withdrawal since I was clean for several weeks prior to the (B)(6) 2014, worst episode. The jolting spasms were the worst ever and to where causing the lumbar and sciatic pain. Plus my weakness was worst ever. Being a professional engineer experienced in electromechanical devices, the spasms seemed like re-occurring electric shocks causing my limbs to jerk and the pain to spike. My torso, leg, arm weakness was very similar to the semi-paralysis I have experienced at work with mild electricity. Also my finger tips tingled like electricity. I believe my pump battery was shorting to the saline fluid causing my catheter and the thecal sac to be electrified. My muscles would jerk and hurt from the jolt, continuing non-stop until morphine could block out the effect. Operating room until the pump shut itself off, the MRI does this automatically. I think my pump shorting has been causing my symptoms.